Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in the left circumflex artery (lcx). A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the pressure was broken when it reached 12 bar. Furthermore, the balloon ruptured upon initial inflation at 12atm. The device was removed from the patient's body using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was safe and stable after the procedure.